Event description:
During a coronary artery bypass grafting, the surgeon noticed smoke on the left side of the surgery field where the bovie holder was located. The unit was not being used. The unit was immediately turned off. The scrub tech investigated the smoked area and noticed the pt's skin was burned on the left upper thigh where the towel clip was holding the bovie pencil holder.